Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, the device was received in fall back mode after being dropped thirty-six inches. It was unknown if this occurred after the device was dropped. A visual inspection revealed the device case was undamaged. The device was exposed to simulated heart load conditions and the defibrillation, pacing and sensing functions were tested. The device operated appropriately. Analysis concluded there was no physical damage to the device.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
- -

Event description:
Boston scientific received information that prior to implant, this implantable defibrillator device was dropped thirty six inches. After this device was dropped, initial analysis indicated this device did not pass all required testing. The device will undergo further analysis.